Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could ot be determined. The customer contact downloaded the device error log. A device of the alarm history log at the service center indicated the device alarmed with a 09/001 service alarm code. Although the device was not returned for investigation, this devices has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility the device alarmed with error code 09/001/044 (backward motor movement) service alarm code. The device was returned to the biomedical department with an unsigned note attached stating the pump was broken during testing the device alarmed with a 09/001/044 service alarm code when the device was programmed to deliver at a rate of 2ml/hr. It was reported there was no pt involvement. There were no reports of any adverse pt events or delays in clinical therapies while the device was in clinical use. No additional info was provided.